Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the the battery lasted 5.5 years and there was no fast level drop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported that they were programmed on a low voltage on a due to being at the elective replacement indicator (eri)/end of life (eol). The patient reported that it dropped to 2.60 and began falling fast. The patient reported that they had their ins replaced. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial number (B)(4) revealed the battery was at normal end of life with telemetry and output okay. If information is provided in the future, a supplemental report will be issued.